Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The complaint documentation notes the issue was resolved with probe replacements, and the probes were worn out from normal use. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Based on the available information and this evaluation, no deficiency was identified.

Event description:
The customer stated an axsym analyzer generated a false negative toxo igg result for one patient sample. The axsym analyzer generated a toxo igg result of <3 iu/ml. This value was discrepant from a previous positive toxo igg result of 27 iu/ml generated on (B)(6) 2011. The sample was rerun and a (B)(6) toxo igg result of 21 iu/ml was generated.

Manufacturer narrative:
Patient event problem (B)(4), no consequences or impact to patient device event problem (B)(4), false negative result a follow-up report will be submitted when the evaluation is complete.